Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the disk issue was due to the site's disk format, not due to the dvd/cd player.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment.the system passed the system checkout and was found to be full y functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system was not reading a specific disc. Technical services (ts) requested if another known good disc could be used, and there were no known "patient of software discs available". There was no patient present when this issue was identified. It was reported that the disk was not scanned correctly. The manufacturer representative replaced the computer on the system and that is when they noticed the issue with the disks. The representative reported that the system was functioning as intended after the computer was swapped out. There was conflicting information as this issue was reported to have occurred after the replacement of the computer. However, it was also reported that the issue was resolved with the replacement of the computer. Follow-up is being conducted for clarification on the issue and resolution.